Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The tip cover was returned to isi for evaluation with no reported issue. The returned part was returned with a failed component as an incidental return. The tip cover was stuck on the returned instrument. There is no reported complaint against this part. The tip cover was found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measure from .075¿ to .153¿ in length. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure was attributed to a component failure. The tip cover was returned with monopolar curved scissors (part #470179-19 / serial (B)(4). A review of the procedure log showed the instrument was last used on (B)(6)2022 during a da vinci-assisted sacrocolpopexy surgical procedure performed on system sk3072 with 8 uses remaining. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory had tears on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized". Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the tip cover was stuck to the monopolar curved scissors (mcs). The procedure was completed with no reported injury. Additional information received from a related complaint revealed that the mcs would not straighten and was unable to be removed without removing the trocar. During initial call to the isi technical support, it was clarified that the instrument's jaw/wrist was bent and could not be articulated. The mcs was exchanged out with another mcs instrument, and the procedure was completed robotically as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.